Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
This is a correction from malfunction to no report required. This device does not have an electrical post and cannot be connected to an electro surgical source, therefore there is no risk of arcing originating from the device alleged failure: failing at the distal end. Flaring and cracking. No longer pass tests. The failures of scratches were observed on the insulation. However this device does not have an electrical post and cannot be connected to an electro surgical source, therefore there is no risk of arcing originating from the device. The probable root causes can be attributed to improper cleaning or sterilization, or normal wear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: failing at the distal end. Flaring and cracking. No longer pass tests. The failures identified in the investigation is consistent with the complaint record. The probable root causes can be attributed to improper cleaning or sterilization, or normal wear. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.